Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Using a test-standard power cord, the cmems unit booted up as expected, with no error messages or other abnormalities observed. No error messages were reproducible or observed during analysis, but the error 5, error 0, and error 2 all were confirmed through review of log files. Based on the information provided to abbott and the investigation performed, the cause for the reported event could not be conclusively determined.